Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm reading was 225 mg/dl but he was experiencing vomits (7 times), headache and couldn't drink water. There was no bg taken and the patient went to the emergency room by himself. When he arrived in the ER, the cgm was 225 mg/dl and the bg reading was 448 mg/dl and he was diagnosed with diabetic ketoacidosis (dka). The patient was treated with insulin and fluids. The next few hours, he was feeling okay and the bg meter and cgm was showing accurate readings but didn't remember what it was. The patient was discharged on the (B)(6) 2024 (hospitalized for 2 days). At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.